Event description:
Provider spoke to (B)(4) in technical services ext (B)(4) to advise that the motor is tight sitting in the chair is stuttering and jerking while driving. Provider advised a bunch of hair got wound up around the output shaft and grease was coming out of the gearbox.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.